Manufacturer narrative:
Date sent to the FDA: 10/22/2020. Corrected h-6 device codes: 3009. Corrected information: g1. Additional information was requested, and the following was obtained: the surgeon sutured at about 3-4cm, which is half of the wound because of loose the stratafix. There was no problem with the patient¿s condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported by a sales rep that, during a surgery for distal radius fracture, after suturing was completed, the suture became loose. Please clarify: what do you mean by ""suture became loose""? Did the fixation loop broke during the procedure? No further information is available. -or did the suture broke during the procedure? No further information is available. Lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a distal radius fracture procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture became loose after suturing was completed. There were no adverse patient consequences reported. Additional information was requested.